Event description:
The hcp reported that the patient was experiencing "abrupt cessation of intrathecal therapy". The catheter has eroded through the skin and is visibly fractured. The patient has ashworth score of 4 and appears to be getting much tighter in his lower extremities. The patient was started on oral baclofen and the patient will undergo a catheter revision. A follow-up report will be sent if additional information becomes available.